Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customer stated that the insulin pump programming is inaccurate, he would program his own basal rate and not the basal rate given by the healthcare professional. The customer was treated for the low blood glucose with food. Assisted customer with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Advised customer to call his healthcare professional to discuss his low blood glucose event. Customer's blood glucose was 160 mg/dl at the time of call. The product was not returned for analysis.